Event description:
The facility's biomed engineer reported an infusion pump with an 808:03 failure code which occurred during pt use. The biomed stated that there have been no reports of any pt incident involving the pump since the last baxter service event. The biomed stated that there was no report of any pt injury or medical intervention. Medication was being used at the time of the failure, but not additional info was provided. Info was requested by baxter regarding pump programming and set-up info, tubing prduct code and lot number in use, but no additional information was available. Additional contact info was requested but not provided.